Manufacturer narrative:
(B)(4); it was reported that during a supraventricular tachycardia (svt) procedure, when pacing or ablating, the carto 3 system would lose some or all of the 12-lead and intracardiac ECG signals. It was stated that the effect was inconsistent. Also while ablating, the users were pacing with the rva catheter (connected directly to the recording system) they lost both surface and intracardiac electro grams. Once stopped administering rf, the signals returned. The ECG signals would return to normal for approximately 3 seconds after termination of rf or pacing. Upon further follow-up it was confirmed that the signals loss was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The procedure was completed. No patient consequence was reported. The faulty carto3 piu was sent to carto manufacturer for further investigation. After unit evaluation it was found that back plane card failed during insulation test (megger test). Diode d5 was found defective. In addition it was also found that pin d25 on connector p2 at ECG card b006061 was found bent and caused a short to pin d24. Customer's complaint was confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a supraventricular tachycardia (svt) procedure, when pacing or ablating, the carto 3 system would lose some or all of the 12-lead and intracardiac ECG signals. It was stated that the effect was inconsistent. Also while ablating, the users were pacing with the rva catheter (connected directly to the recording system) they lost both surface and intracardiac electro grams. Once stopped administering rf, the signals returned. The ECG signals would return to normal for approximately 3 seconds after termination of rf or pacing. Upon further follow-up it was confirmed that the signals loss was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The procedure was completed. No patient consequence was reported.